Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high and low blood glucose levels. Blood glucose level at the time of the call was 405 mg/dl, which was treated with manual injection. The customer's mother also reported the customer having a blood glucose level of 49 mg/dl. The insulin pump was not replaced or returned for analysis.